Manufacturer narrative:
Weight: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed with the returned system controller (serial # (B)(4)). The system controller was connected to laboratory equipment and a call hospital contact/controller fault alarm was active. The system continued to operate at 5,000 rpm with a driveline power fault alarm. The evaluation confirmed an opened/damaged fuse to one of the redundant power lines that supplies power to the lvad. The fuse was replaced, and the system controller functioned as intended thereafter. The log file retrieved from the returned system controller captured a driveline power fault alarm on september 19 at 5:54pm. A driveline was connected to the system controller and a controller fault alarm was active. The fault alarm was associated with a power b broken. The system recovered to the set speed value of 5,700 rpm. On september 20 at 9:36 am, the driveline was disconnected, and the shutdown sequence was initiated shortly after. The analysis finding and the data captured in the log file indicate the modular cable was incorrectly inserted by 180 degrees. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller (serial # (B)(4)) was connected to laboratory equipment and a call hospital contact/controller fault alarm was active. The system continued to operate at 5,000 rpm with a driveline power fault alarm. The analysis finding and the data captured in the log file indicate the modular cable was incorrectly inserted by 180 degrees. No further information provided.